Event description:
Further data was reviewed confirming that the battery voltage was at an acceptable range despite showing an end of service status. Previous historical investigation shows that there is no definitive root cause however the most likely root cause is a transient high current event. No additional relevant information has been received to date.

Event description:
It was reported that the patient's device was interrogated and found to be disabled showing error code 8. The battery percentage however was showing an intensified follow up indicator and not end of service. It was noted that the patient had been at 25-50% battery life at the prior visit and they had not had any surgical procedures since. No surgical intervention has been reported to date. No additional relevant information has been received to date.